Event description:
It was reported the trailing haptic came off the intraocular lens as it was being inserted into the eye. The incision was enlarged, and the lens removed and replaced without difficulty.

Manufacturer narrative:
During retroactive review of reports, it was determined this event was reportable. The lens was inspected and showed a detached trailing haptic. While we were unable to definitively determine the origin of the damage, our investigation reasonably suggests it is not manufacturing related.